Event description:
It was reported that after an unk procedure there was no locking sound when locked the device, but could fire normally at 1st firing. There was no problem at leak test during the sugery. Leaked 2 days after the surgery. There were no adverse consequences to the patient.